Event description:
When using this device to draw blood specimens, after the 3rd or 4th tube that is drawn, the inner needle does not sheath completely, allowing blood to flow out of the needle into the saf-t holder. If another tube is drawn, the outside of the tube is then contaminated with the patient's blood. The device does not leak when 3 or fewer tubes are drawn. This problem was reported to the smiths medical rep. I reported it again one month later. I was contacted by smiths medical to assure us that they were aware of the problem. I asked the hiv clinic manager to save some of the leaking devices for me. I picked them up today from the clinic and took them to safety office.staff feels that the stop mechanism in the blood drawing system is failing after being exercised with multiple sample draws.manufacturer response (as per reporter) for 21g x 3/4" winged needle with 12" of tubing. A case consists of 4 boxes of 50., saf-t wing blood collection setmanufacturer is aware of the problem reported earlier in 2009.